Manufacturer narrative:
The device history record and sterility records have been reviewed by manufacturing and found to be in compliance.

Event description:
A physician reported that a cv232 iol implanted in the left eye of a female patient in 2003 has since opacified. The severity of the "clouding of the lens optic" is moderate. The initial report stated that the patient was not sure if she would would have the lens replaced. Additional information received now states that the explant procedure is in the process of being planned.